Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 2.54mm x 4.23mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding plastic casing broken at the tip was confirmed by failure analysis. The probable root cause can be attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, casing around the permanent cautery hook instrument tip was broken off. At the moment, no report of patient involvement or patient injury is available. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.